Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad presses (ok and arrow buttons) are intermittently activating the desired pump functions. The pump is reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.